Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the coil release mechanisms are not being reported for the study. There is no issue with the progress of the devices through the system. No damage is observed in the pusher. The error occurred with two devices.

Event description:
Medtronic received report regarding axium coil non-detachment. The patient was undergoing a coil embolization procedure to treat a posterior communicating artery (pcom) unruptured saccular aneurysm. The aneurysm max diameter was 4mm and the neck diameter was 1.2mm. Blood flow was normal. Vessel tortuosity was moderate. It was reported that the devices were prepared as indicated in the instructions for use (IFU). The coil was delivered successfully through the microcatheter to the aneurysm and positioned as desired. Deployment was initiated and seemed to be successful with the instant detacher (ID) under imaging. However, when the coil pusher was being removed, it was evident that the coil had not be detached. The coil was repositioned and an attempt was made to detach the coil manually with the hypotube, but again, the coil failed to detach. The coil was removed and replaced but the same issue occurred. The same maneuvers were attempts but still the replacement coil did not detach. It was noted that several unsuccessful detachment attempts were made with the ID and with a second ID, but without success. One unsuccessful attempt was made for manual detachment with each coil. Three coils were reported to have the same issue. Finally the coil was again replaced and detachment was successful. The procedure continued successfully. There was no harm or injury to the patient associated with this event. No additional medical or surgical intervention was required to prevent permanent impairment. The event did not lead to or prolong patient's hospitalization. Ancillary device: echelon 45° microcatheter.

Manufacturer narrative:
Continuation of d10: product ID: unk-nv-ap-ID, (lot: unknown); implant date n/a; explant date: n/a, product ID: unk-nv-ap-ID, (lot: unknown); product type: ; implant date n/a; explant date n/a; product ID apb-4-10-3d-ss, (230147114); implant date n/a; explant date n/a; product ID: apb-4-12-3d-ss, (230193572); implant date n/a; explant date n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.